Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. Customer¿s blood glucose value was unknown. Customer also stated about having power error detected alarm which was resolved after troubleshooting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25 and replace battery alert. The power management tool confirmed power error 25 and replace battery alert due to non-sleep anomaly software error.